Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the he had a blood glucose level over 600 mg/dl for two days leading up to the call. Customer stated that his infusion set was leaking. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.